Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's blood glucose was 108 mg/dl. Advised customer to discontinue use of the insulin pump and to revert to back-up plan per health care professional's instructions. Advised patient the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.